Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen had ¿pixel issue on the pump display¿. There was no reported adverse impact to the customer. Reportedly, customer continued to use the pump for insulin therapy.